Event description:
It was reported that the programmer had been overheating and had malfunctioned when left on for a long period of time. It was noted that following each single use the programmer would need to be turned off. The programmer was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).